Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. The returned devices were finecross mg (actual device) and the concomitant guidewire. They had been stuck. Appearance confirmation: the outer layer had been fractured at approximately 250mm and approximately 440 mm from the distal end. It had been undulated from approximately 610mm to approximately 790mm from the distal end. It had been flared at the distal end. It had been elongated from approximately 145mm to approximately 210mm from the distal end. The reinforcement had been exposed and elongated from approximately 250mm to approximately 440mm from the distal end. No anomaly such as abrasion was found in the elongated or undulated part. No anomalies such as fracture or elongation were found in other parts. It had been obstructed at 10mm from the distal end. The reinforcement had been elongated from approximately 250mm to approximately 1155mm from the distal end. The proximal end of the concomitant guide wire had been positioned at approximately 790 mm from the distal end. No anomaly such as obstruction was found in the lumen of other parts. The catheter part was cut and foreign matter inside the actual device was removed. Foreign matter was transparent object. Component analysis of foreign matter was performed. The foreign matter was similar to the spectrum of the contrast medium. *ft-ir measurement (fourier transform infrared spectroscopy) is a method for analyzing the spectrum obtained by irradiating the measurement object with infrared rays. Dimensions: the outer diameter of the catheter (normal part): it met the factory's specification. No anomaly was found. The inner diameter of the catheter (normal part): it met the factory's specification. No anomaly was found. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results and occurrence situation, as one of the possibilities, it was inferred that this case occurred by the following mechanism: 1. It became stuck since the concomitant guidewire was inserted while the contrast agent adhered to the lumen of the actual device or the surface of the concomitant guidewire. 2. As a result of applying a tensile load in order to remove the concomitant guidewire stuck, resulting in elongation in the actual device. As a result of applying further tensile load, the outer layer of the actual device was fractured, and the reinforcement was elongated. 3. As a result of attempting to insert the guide wire again in the state of 2, the actual device became undulated. In addition, it was considered that the distal end became flared since some object (contrast agent adhered to the guidewire, etc.) Was caught at the involved part, when the concomitant guidewire was inserted. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: during insertion of the guidewire into nc-f863, the guidewire could not pass through. It became tightly bound (jammed) during insertion and was subsequently withdrawn together with the guidewire. There was no medical or surgical intervention required, and no harm was reported.